Event description:
A report was received from an end user. The pads were attached to the semi-automatic defibrillator, and they continued to get a message to "check electrodes". The staff re-attached the electrodes and checked to see if there were any obstructions. This did not work, and they tried a back up defibrillator, and received the same message. The user tried a second back up defibrillator, and received the same message again. Paramedics had another type of defibrillator pad which was used that did not receive the message. The patient continued on CPR in the ambulance. When they arrived at the emergency, the patient was code blue. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
Two used devices relevant to the incident were returned and evaluated. Both sets were inspected visually and physically with no discrepancies noted. The sets were inspected for continuity and exhibited continuity. Their connectors were visually, physically and electronically tested. There were no loose connections or loss of continuity noted. The electrode sets defibrillated successfully over the course of the testing, and the defibrillator did not generate a "pads off" message or any other error message. The electrodes were delaminated and visually inspected. The laminate design looked for any process errors in fabrication (missing components, wrong components, misplaced components, poor rivet joint, etc). None were noted. Based on the engineering testing and evaluation, the incident was not a result of our devices. No failure was detected and the devices were within specifications.